Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, quality control, manufacturing instructions, specifications, and documentation of the product was conducted. There is no evidence to suggest that the device was not made to specification. Due to the complaint device not being returned, a physical examination of the device could not be performed. Based on the information provided and the results of our investigation, the evaluation results were inconclusive. The root cause of the customer's difficulty could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
During a kidney stone removal procedure, the 2 baskets that were used did not work and, were both damaged on the same patient. The first one broke off while trying to extract the stone as the extractor snapped off at the junction where the basket meets the outer sheath (1820334-2016-00206). So the whole basket (parachute) was loose in the patient. It took the physician roughly 15-20 minutes to remove the piece of basket. There were no injuries to the patient. The second extractor broke off at the same place but in the flexible ureter access sheath so he removed it immediately with no injuries to the patient (subject of this report; 1820334-2016-00199). Additional information received from the reporter: one of the or staff members mentioned that in the first instance an alligator forcep was used in removing the remaining extractor debris from the 2.4 basket out of the patient's bladder. The devices were reported to have been removed during the procedure.

Manufacturer narrative:
(B)(4).the event is currently under investigation.

Event description:
During a kidney stone removal procedure, the 2 baskets that were used did not work and, were both damaged on the same patient. The first one broke off while trying to extract the stone as the extractor snapped off at the junction where the basket meets the outer sheath (1820334-2016-00206). So the whole basket (parachute) was loose in the patient. It took the physician roughly 15-20 minutes to remove the piece of basket. There were no injuries to the patient. The second extractor broke off at the same place but in the flexible ureter access sheath so he removed it immediately with no injuries to the patient (subject of this report; 1820334-2016-00199). Additional information received from the reporter: one of the or staff members mentioned that in the first instance an alligator forcep was used in removing the remaining extractor debris from the 2.4 basket out of the patients bladder. The devices are reported to have been removed during the procedure.